Manufacturer narrative:
On (B)(6)2025, the patient underwent a sensor insertion procedure for sensor sn (B)(6). Following the procedure, the patient attempted to connect the sensor to the transmitter but received no signal. Multiple attempts were made to establish communication between the sensor and transmitter without success. The hcp performed an ultrasound, which did not detect the presence of a sensor. The hcp subsequently reopened the insertion site, but no sensor was found. The hcp was unable to explain the sensor's whereabouts. As a corrective action, the hcp inserted a backup sensor (sn (B)(6)) in the opposite arm. This time, sensor placement was confirmed, and the patient was able to successfully connect to the transmitter with immediate signal reception. The patient is currently doing well. The hcp did not provide any additional information. Based on the available information, it is possible that the original sensor either fell out of the insertion tool during the procedure or remained inside the tool without being noticed. As the insertion tool is single-use and was discarded, it was not available for evaluation. Therefore, the actual root cause of this incident could not be determined.

Event description:
Senseonics was made aware of an incident where the patient had to go through another insertion procedure because they were unable to link the sensor. Ultrasound procedure detected no presence of the sensor. The event took place on (B)(6)2025, the same day when the insertion procedure took place. The patient was later inserted with a backup sensor. The incident did not result in any patient harm other than requiring unintended revision surgery.